Manufacturer narrative:
Device was initially received for the complaint that there was a broken syringe barrel clamp. During investigation found a motor rate error occurred during the occlusion test. This malfunction makes the event reportable. Review of event log/alarm history found the motor rate error. There was no 12-month service history reported. The visual and functional testing was performed. The complaint confirmed by checking the barrel clamp guide and replaced the main board because the motor rate error occurred during the occlusion test. The pump is calibrated and greased and reset to standard configuration.

Event description:
It was reported that there was a broken syringe barrel clamp. During investigation found a motor rate error occurred during the occlusion test. This malfunction makes the event reportable. The event had occurred during testing and there was no patient involvement.